Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device compared to the built-in reader. The customer experienced a loss of consciousness and was treated with liquid honey administered by spouse. There was no report of death or permanent injury associated with this event. Sensor readings of 60 mg/dl and 75 mg/dl were compared to built-in meter readings of 126 mg/dl and 194 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.